Event description:
The pt was intubated with a sher-I-bronch. The dr detected a leak at the bifurcation as soon as he connected the tube with the circuit of the ventilator. The dr stopped using the tube and continued with another tube.